Event description:
Pt is a 12-yr-old female that presented on 4/29/96 to outpt gi lab for replacement of g-button secondary to leaking of current g-button. G-button replaced by pediatric gastroenterologist without difficulty. Pt re-presented back to ER later that evening in acute distress. Pt arrested. Resuscitative efforts not successful and pt expired. Autopsy results on 5/31/96 revealed perforation of stomach.